Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient received an error message for transmitter failure. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 07/29/2016. Complaint for a transmitter failure could not be confirmed. The root cause could not be determined, post investigation.